Manufacturer narrative:
Results: the ace68 was fractured approximately 97.0 cm from the hub. The aspiration tubing was undamaged. Conclusion: evaluation of the returned ace68 confirmed a fractured device. If the device is forcefully retracted from its packaging at extreme angles or otherwise mishandled during preparation, damage such as a fracture may occur. If the device was attempted to be removed from the packaging tray without removing the packaging lid prior, it may have contributed to this failure. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a thrombectomy procedure, the penumbra system ace 68 reperfusion catheter (ace68) was found to be broken upon removal from the packaging hoop within a penumbra system ace 68 hi-flow kit. The damage to the ace68 was found prior to use, and therefore, was not used in the procedure. The procedure was completed using a new ace68.